Manufacturer narrative:
Additional information: d10, h3, h6. The customer's complaint of inability to interrogate the device was not confirmed. The analysis performed indicated that it exhibited normal device characteristics. The device was able to establish bluetooth communication throughout the entire analysis. A visual inspection revealed no foreign material on the header feedthrough pin that could contribute to the interrogation complaint. Furthermore, a longevity assessment was performed and the device was in the normal range of operation with appropriate remaining longevity.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an implant procedure, the device was unable to be interrogated. The device was not implanted and a replacement device was implanted to resolve the event. The patient was in stable condition following the procedure.